Event description:
My husband woke up with breathing problems and tightness in his chest.

Manufacturer narrative:
No lot number was reported by the consumer. A review of the data associated with this complaint category revealed no significant adverse trends. Complaint trends will continue to be monitored.